Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-1, lot# n499419, product type: accessory. Product ID 8731sc, serial# (B)(4), product type: catheter. Product ID 8578, serial# (B)(4), product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, dose and concentration unknown, for intractable spasticity. After the pump implant on (B)(6) 2014, the pump incision had a hole in it. It had started during the healing process; it was possible to put a pencil through the incision hole. The surgeon wanted the pump removed and it was explanted on (B)(6) 2015. Medical history includes spinal cord injury. Additional information has been requested regarding the drug information, other medications, patient's medical history, and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.